Event description:
It was reported that during implant of the passive fixation right ventricular lead, an acceptable implant site could not be found. Sensing values were inconsistent. Capture values were good but the physician was concerned that they may change. The physician opted to remove the lead and replaced it with an active fixation variant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal lead characteristics.